Event description:
The injection flow rate was set for 1.5 cc/sec. And the injection site was the antecubital fossa. The CT technician began injection with the scanner in use. When the scanner did not pick up contrast, the technician stopped the injection. The radiology nurse checked the pt and found the contrast (approximately 84 ml) had infiltrated. A soft tissue scan of the injection site was done, confirming the extravasation. The pt was checked by the radiologist and sent home.